Event description:
It was reported to boston scientific corporation that a stonetome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2012. According to the complainant, the indication for the procedure was the removal of a bile duct stone from the mid-bile duct. During the procedure, when the physician attempted to cut the papilla, no power was delivered through the device. The device was removed from the patient and inspected; no kinks were observed to the catheter. The active cord was checked and had no issue. The device was reinserted into the patient. However, again, the device failed to deliver electrical current. The procedure was completed with another stonetome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a stonetome was used during an endoscopic sphincterotomy (est) procedure, performed on (B)(6) 2012. According to the complainant, the indication for the procedure was, the removal of a bile duct stone from the mid-bile duct. During the procedure, when the physician attempted to cut the papilla, no power was delivered through the device. The device was removed from the patient and inspected; no kinks were observed to the catheter. The active cord was checked and had no issue. The device was reinserted into the patient. However, again, the device failed to deliver electrical current. The procedure was completed with another stonetome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length/distal tip with exposed cut wire was twisted. The cut wire was measured and found to meet specification. Functional evaluation found that the device would bow past 90 degrees, but the bowing was not in plane due to the twisting of the device. The continuity between the 2-in-1 connector and the exposed cutting wire was found to be able to conduct current indicating proper connectivity of the device. The resistance across the 2-in-1 connector and the cutting wire was measured and was found to meet specification. The device functioned as intended with respect to electrical functionality. The investigation was unable to confirm the reported complaint that there was no power distribution to the device. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
The patient's age is unknown; however, the patient was over 18 years of age. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.